Event description:
New information notes that the left ventricle lead was replaced during the same implant surgery on (B)(6) 2021.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricle lead to be implanted exhibited insulation damage when the guidewire went through the lead. The lead was not implanted. Patient was stable.